Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the scope was bent, was confirmed. The following defects were found with the device upon evaluation : fiber recessed. Tube bent and dented. Distal tip, objective and window damaged. Optics damaged. Image cloudy / foggy. The objective, objective window and the rod lens were replaced, internal scope was cleaned, eyepiece was laser weld as per the specifications and the device was tested and found to be working according to specifications. The identified failures shows clear signs of user mishandling by the customer, which would in turn have caused the device to display a poor image. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09/10/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unknown surgery on (B)(6) 2021, it was observed that the endoscope device was bent. During in-house engineering evaluation, it was determined that the image was cloudy and foggy on the device. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.